Manufacturer narrative:
A2: the patient was reported to be "born in 1948". B3: the patient experienced peritonitis on an unspecified date in (B)(6) 2025. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized. The patient was treated with unspecified antibiotics. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information: a2, a4, b3, b5 and b6. B5: upon follow up, it was reported the patient experienced bacterial peritonitis. From the day of peritonitis diagnosis, the patient was treated with zepilen (1g, intraperitoneal, discontinued on same day), zepilen (250mg, intraperitoneal, discontinued after 14 days), garamycin (16mg, intraperitoneal, discontinued after 14 days) and garamycin (8mg, intraperitoneal, discontinued after 14 days). At the time of this report, the patient recovered from peritonitis. Pd therapy was discontinued. Should additional relevant information become available, a supplemental report will be submitted.